Event description:
The physician who performed an omni procedure reported that the catheter broke while retracting the device in the patient's eye. The broken part of the catheter was removed using a forceps. There was no further injury reported.